Manufacturer narrative:
A request has been made for return of the device. Any info obtained during the investigation will be submitted in a supplemental report.

Event description:
It was reported that "there is a metal shaving hanging off original implant. Looks like a small manufacturing defect that made it past the inspectors."